Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient implanted with an implantable spinal cord neurostimulator (ins) for non-malignant pain. It was reported that there was an ins failure. The leads were implanted at t7 and t12. The ins and leads were replaced with a different device manufacturer devices. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.